Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation on 20-jan-2025. A visual inspection evaluation and force test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, an ablation cycle was performed, and the results were found within specifications. No force issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. The contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The as part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. When ablation was started using the qdot micro catheter during cavotricuspid ishmus (cti) ablation, the contact force was over 60g, which was an abnormal value. The timing was immediately after the catheter was inserted into the patient's body, during the cti ablation after obtaining zero. The cable was replaced but the issue continued. This issue was resolved by replacing the catheter to another new one. The procedure was completed without any problems and without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-feb-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 06-feb-2025 and have assessed this returned condition as reportable.